Manufacturer narrative:
Product ID 37742, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient¿s device was turned off due to a shock. It was reported that the patient has had her implantable neurostimulator for 2.5-3 years, but that it was turned off after 6 months to a year due to a shock. Additional information has been requested but was unavailable at time of current report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. It was unknown if it was due to the implantable neurostimulator (ins), lead or extension. It was unknown if it was due to the programming or the programmer. It was noted that impedance was >3600 on 0:15, 0:7, 1:5, [illegible]:11:15, 5:6:15, 6:7:15, 7:8:15, 2:3:15, 3:4:15 and 4:5:15. It was further noted that the patient complained of shocking to pocket. It was noted that the implant was out of regulation (oor). The patient was to leave off and return to clinic. It was noted that due to life events and office change patient had not seen for >1 year. It was noted that the system had been off but patient continued to smoke therefore no surgical intervention to be done. It was noted that the patient left the office with no return appointment. The patient had reprogramming (B)(6)2014. The patient did not require hospitalization due to the event.